Event description:
Reporter indicated that pt developed a pocket of fluid in their neck which was drained approx 6 days post vns implant. It was also reported that pt received antibiotics from their primary care physician. Further follow-up revealed that the pt is now doing fine.